Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: b.5. Describe event or problem: it was reported that an unspecified number of precisionglide 30x1/2in experienced needle clogged/blocked during use. The following information was provided by the initial reporter: I have been a consumer for over 10 years at bd. The last boxes I bought from the 0.30x13mm large number of needles had to be thrown away unused. They came clogged! Medical device brand name: needle precisionglide 30x1/2in. Common device name: needle. Medical device type: n/a. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. Medical device catalog #: 990193. Medical device lot #: 9030851. Medical device expiration date: 2024-01-31. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson ind. Cirurgicas ltda. PMA/510(k)#: n/a. Device manufacture date: 2019-01-31.

Event description:
It was reported that an unspecified number of precisionglide 30x1/2in experienced needle clogged/blocked during use. The following information was provided by the initial reporter: I have been a consumer for over 10 years at bd. The last boxes I bought from the 0.30x13mm large number of needles had to be thrown away unused. They came clogged!

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd needle experienced needle clogged/blocked during use. The following information was provided by the initial reporter: I have been a consumer for over 10 years at bd. The last boxes I bought from the 0.30x13mm large number of needles had to be thrown away unused. They came clogged.